Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt). Intermittent undersensing was noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.